Event description:
It was reported that this pacemaker was suspected to exhibit loss of capture (loc) on this right atrial (ra) lead. Boston scientific technical services (ts) was consulted and recommended further testing in clinic. No adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this pacemaker was suspected to exhibit loss of capture (loc) on this right atrial (ra) lead. Boston scientific technical services (ts) was consulted and recommended further testing in clinic. Additional information was provided that this ra lead and right ventricular (rv) lead were confirmed to be dislodged. A revision procedure was performed and both leads were repositioned. No additional adverse patient effects were reported. At this time, both leads remain in service.

Event description:
It was reported that this pacemaker was suspected to exhibit loss of capture (loc) on this right atrial (ra) lead. Boston scientific technical services (ts) was consulted and recommended further testing in clinic. Additional information was provided that this patient was evaluated in the emergency room and experienced asystole episodes. A ra lead and right ventricular (rv) lead dislodgement was confirmed. A revision procedure was performed and both leads were repositioned. No additional adverse patient effects were reported. At this time, both leads remain in service.